Event description:
In 2009, the pt reported she received ongoing e4 (occlusion) errors on her insulin infusion device for the past couple of weeks. She stated she has had elevated blood glucose readings over 400 mg/dl with her target range being 80-120 mg/dl. Symptoms are nausea, dry-heaves, confusion, and feeling sick. She said she has changed her cartridge and headset several times to try to resolve the issue. While disconnected from her device, she inserted a new battery and programmed an empty prime of 7.2 units which delivered without error. She was then instructed to try an empty bolus which she successfully completed. She stated her device adapter has been changed once but she has "no idea" when this was. She was advised to change the adapter every 10th cartridge change. She stated she has recently been reusing cartridges and was advised not to. Courtesy cartridges and adapters were sent to the pt. On follow up, the pt stated she is using the new adapters and other products and has had no further occlusions. She said, her readings have returned to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product is available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.